Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between a meter of unknown serial number and a lab using an unknown reagent. Customer tested by fingerstick on the meter and the result was 7.4 inr. The customer had a lab test within 3 hours and the resullt was 4.1 inr. The customer has a therapeutic range of 2.5-3.0 inr. The customer normally takes a warfarin dose of 5 mg to 7 mg daily. On (B)(6) 2018, the customer received a warfarin dose of 10 mg and on (B)(6) 2018 they received 8mg of warfarin. Customer has no hematocrit issues, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no diet changes and no new illness. The customer is on a new stomach acid medication. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.